Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Reporter: hospital staff; (B)(6). No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  rupture.